Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10l18014, h11a03132 and h10l10094 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of constipation and peritonitis with culture positive for enterococcus in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis. The nurse stated that the cause of the peritonitis was constipation. Treatment information was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome for the event of constipation was not reported. The nurse stated that the event of peritonitis with culture positive for enterococcus was not related to dianeal therapy. An opinion of causality was not reported for the event of constipation.